Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4), (B)(4). Description: st linear lead, 70cm with pre-loaded 0.014 inch stylet model # sc-3138-25, serial # (B)(4), (B)(4). Description: scs phiii ext 25cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site, pain at the midline incision and urinary difficulties. The patient was explanted and is reportedly doing well.